Manufacturer narrative:
S/w version: 4.11c. Retainer ring=black. Pump case type: ngp. The pump was returned for unexpected pump error 23 alarms found on jul 17, 2023. Pump successfully downloaded traces and history files using thus. Unit passed the displacement test and self test. No unexpected pump error 23 alarms noted during testing, however pump error 23 found in pump history/trace files on 07/16/2023 at 00:09:51.000 and at 00:10:15.000. In addition, pump error 63 (variable=9) alarms confirmed in the pump history on 07/16/2023 at 00:03:50.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly (pcba 1/pcba 2) boards. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Unexpected pump error 23 confirmed in the pump history/trace files as a result of pump error 63 (variable=9) alarms. Pump error 63 (variable=9) alarms confirmed in the pump history on 07/16/2023 at 00:03:50.000 due to moisture damage on the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had pump error 23 (post-reset ram crc alarm). No harm requiring medical intervention was reported. Troubleshooting was performed and customer was not able to complete rewind. The customer will discontinue the use of the device. The product will be returned for analysis.